Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted after 46.8 months for elective replacement indicator (eri). Dissatisfaction with regard to device longevity was expressed. Another guidant ICD was subsequently implanted. The device was returned to guidant for analysis.